Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level of over 500 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital the following day with no permanent damage. The cause for the reported issue was unknown. Multiple follow up attempts were made to obtain additional information, however, a response was not received.